Manufacturer narrative:
Sientra complaint #: case (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned with a shell failure and light yellowing of the gel. Per the surgeon this was accidentally rupture during the removal with surgical instruments. The suspected cause of shell failure is surgical instrument damage. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side capsular contracture baker grade 3.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.